Event description:
I had the essure device put in and over a year later a coil came out vaginally. After a sonogram, it was determined that the other coil had also migrated and it was suggested I have it removed. I went in for a tubal ligation, at which time the coil was removed from my uterus. FDA safety report ID# (B)(4).